Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain.

Event description:
Patient reported right side "sore to touch" and "looks a little odd and can see the seem". Healthcare professional confirmed deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of pain, visibility/ palpability, deflation received on (B)(6) 2022 with lot number 2418886. Visual analysis of the returned device identified: opening, crease fold, and wear abrasion. Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identify sharp opening on valve bond edge, under plug strap and striated opening in the posterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp on valve bond edge, under plug strap side assessed as unidentified. A striated opening in the posterior side assessed as surgical damage. Opening.

Event description:
Patient reported right side "sore to touch" and "looks a little odd and can see the seem". Healthcare professional confirmed deflation. The device was explanted.